Manufacturer narrative:
The pod was received for investigation fully deployed. No damages or manufacturing defects and no timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 58 pulses and was subsequently deactivated. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism had fully deployed prior to placement. There was no impact to the patient's glucose level reported. Details regarding treatment were not provided.